Event description:
It was reported that wound dehiscence was observed around the device pocket. The pocket was revised and medication was administered to resolve the event. The patient was in stable condition.